Event description:
Boston scientific received information that this right ventricular (rv) lead and competitor device exhibited increase pace impedance and threshold measurements with intermittent loss of capture noted. A chest x-ray was performed and a lead dislodgement suspected. The patient was noted to be asymptomatic at the time and not pacemaker dependent. Approximately two weeks later the patient was seen again for additional follow up and pace impedance measurements had returned to their previous levels but pacing threshold were still elevated. Again, approximately two weeks later the patient was readmitted subsequent to a syncopal event and fall though device involvement in the event is unknown. Both pace impedance and threshold measurements were observed to be variable once more though within acceptable limits. A revision procedure was subsequently performed wherein the rv lead was surgically abandoned and replaced as well as the device changed. No additional adverse patient effects were reported. This lead is no longer in service.

Manufacturer narrative:
(B)(4). Attempts to obtain additional information were made but ultimately unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.